Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) site, per variance 5.

Event description:
It was reported that the customer received motor error alarms on the insulin pump. The customer's blood glucose level was reportedly within a normal range. The device will not be returning for analysis at this time.